Event description:
The customer reported an alarm during the manual prime. The reported blood glucose at the time of the call was 134 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarms during the basic occlusion test due to a protruded/loose drive support disk. The insulin pump also had a missing end cap sticker.